Event description:
It was reported the pegasus yel 24ga x 0.75in prn-cap y leaked from the extension tube. The following information was provided by the initial reporter: "in the course of intracardiac puncture, there was leakage from the extension tube during the exhausting"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0272333. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigations of the manufacturing and packaging facilities were also performed, but our engineers were not able to identify any opportunities to generate these types of defects. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint in the manufacturing process. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the pegasus yel 24ga x 0.75in prn-cap y leaked from the extension tube. The following information was provided by the initial reporter: "in the course of intracardiac puncture, there was leakage from the extension tube during the exhausting."